Event description:
During cardiopulmonary bypass procedure, the pump stopped unexpectedly. The pump was hand cranked until a backup pump could be employed. There were no complications experienced by the pt as a reslut of this event.